Event description:
The bedside nursing staff, and our physician colleagues, consistently struggle with the yellow disposable stethoscopes (item #372385). The primary issue being that they cannot be relied upon to adequately hear and assess lung, heart, and bowel sounds. Novaplus lightweight single head stethoscope in yellow. Catalog number: v4630a. Lot number 2403hs06a. From provider: "I can chime in the use of these stethoscopes. While I'm sure the goal for using these stethoscopes is to limit use to only patients on isolation precautions, my experience is that they are being utilized more frequently in non-infectious rooms as providers have become more aware of the infectious risks of sharing equipment, including their own privately purchased stethoscopes, between patients. There have been enough occasions where a patient is initially believed to be noninfectious, only to test positive for infectious pathogens that require isolation later that day that providers have used isolation stethoscopes more frequently. Additionally, as we enter respiratory season, a greater number of patients are on isolation and the importance of an accurate respiratory assessment becomes crucial. Hence the growing effort for an improved product."